Event description:
It was reported that during a unknown procedure, the device would not staple but cut. The surgeon used another device with 7 cartridges. The procedure was extended by 2 hours and the hospital stay was extend.